Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. There was blood in the inflation and wire lumens. The balloon was loosely folded. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro markerband. A portion of the outer shaft was torn/burst and plastically deformed in the form of a bulge and was torn 6cm from the proximal weld. The shaft was buckled 1.5cm from the proximal weld. The hypotube was separated 105cm from the distal end of the hypotube. The fracture face was oval as if kinked prior to separation. The proximal end (hub and portion of hypotube) of the device was not returned for analysis. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left below the knee artery. A 3.0mmx20mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was selected for use to dilate the lesion. However, upon inflation, the balloon ruptured. The balloon was completely removed and the procedure was completed with another coyote balloon catheter. No patient complications were reported and the patient's status was good.